Manufacturer narrative:
No technical issues were found with the system upon inspection (the probe was discarded by the user and therefore not inspected). Investigation attributed the root cause to a user error: working in the proximity of the mandibular branch of the facial nerve, contradictory to the IFU. Based on inmode's previous experience, such neurapraxia is of a transient nature. The patient is being monitored for complete resolution and retraining has been offered to the clinic.

Event description:
Neurapraxia of the lower lip following quantum procedure.